Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient received a procedure to remove heterotropic ossification from a previous tha procedure. The head was removed and had traces of black inside the head and on the trunnion. A titanium sleeve and ceramic head was then placed on the trunnion." Spoke to rep. Left hip. The secur-fit advanced stem was not revised. Rep confirmed that no further information will be released.